Event description:
Healthcare professional reported that following the implant of a carbomedics valve, the rn noticed a small piece of the tip was missing from the medtronic probe. It was noted that the probe was cracked in places and appeared very "used".